Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that when she tries to refill the reservoir, its giving her no delivery. The blood glucose reading is 435 mg/dl. The insulin pump is working as designed. Nothing further reported.